Manufacturer narrative:
(B)(4): the customer reported that they experienced a speaker malfunction error message and loss of alarming at the bedside monitor. No pt harm was reported. In an abundance of caution, philips will report this audio loss even though a visual warning is provided and product labeling states not to rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. There is also a reminder that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor did not alarm, and that they experienced a speaker malfunction error message. No pt harm was reported.